Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
An internal investigation was performed of events in which an operator may have incorrectly entered patient data, creating an unreasonable body mass index (bmi). This event was identified during the internal investigation, not reported by the customer, therefore patient outcome is not available. Patient information is not available at this time. Entered weight of patient: (B)(6) kg, entered height of patient: 50 cm, calculated bmi: 120. Protocol performed: polymorphonuclear (pmn) cell collection.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
There was no patient or donor at the time of the event, therefore, no patient or donor information is reasonably known. Due to system limitations, gender and weight were inadvertently included in supplement #1 MDR submission.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was reviewed for this run as part of an internal study. It was identified in the rdf that the patient weight and height may have been entered incorrectly, resulting in an unreasonable body mass index. Such a data entry error can lead to, in some instances, an over infusion of ac or a hypervolemic or hypovolemic condition if the error is not identified and corrected by the operator. There has been no indication that such an event did occur with this procedure. This issue was identified during an internal evaluation of available run data files. No on-site service was performed. One year of service history was reviewed and there was a similar report of an incorrect data entry error with an incident date of (B)(6) 2017. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Investigator confirmed that the reported incident occurred on an internal terumo bct I&d device with a non-released software version. Therefore, a medical device report (MDR) for the incident date on (B)(6) 2017 was not filed as well. Root cause: the root cause was the operator input height and weight data that was outside normal bmi values. Correction: optia field action 24 has been initiated to correct this issue by releasing a safety notification to all optia users to express the importance of entering the correct patient data and following the operator's manual and on-screen prompts. Corrective action: an internal CAPA has been initiated to address incorrect patient data entry. The field action referenced above will address this issue by updating all optia devices in the field to software version 11.3. This software version will allow the optia device to determine if entered patient height and weight combinations are feasible.

Event description:
Patient¿s gender and weight were obtained from the run data file (rdf).